Event description:
The initial reporter received questionable crp4 (c-reactive protein), gluc2 (glucose), ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc / szasz, bilt3 bilirubin total gen.3, ureal urea/bun, crep2 creatinine plus ver.2, ck creatine kinase, chol2 cholesterol gen.2, ca2 calcium gen.2, ua2 uric acid ver.2, ise indirect gen.2 na, k, and cl results for one patient tested on a cobas integra 400 plus. On (B)(6) 2022, the patient's initial results were reported outside the laboratory. The initial results were questioned since the results were "too high." On (B)(6) 2022, the patient's medical doctor performed repeat testing with the sample on the same analyzer. The patient's initial c-reactive protein result was 0.6 mg/dl with a data flag. The patient's repeat c-reactive protein result was 0.3 mg/dl. The patient's initial glucose result was 223 mg/dl with a data flag. The patient's repeat glucose result was 115 mg/dl. The patient's initial ggt result was 73 u/l with a data flag. The patient's repeat ggt result was 46 u/l. The patient's initial total bilirubin result was 0.97 mg/dl. The patient's repeat total bilirubin result was 0.45 mg/dl. The patient's initial urea result was 69 mg/dl with a data flag. The patient's repeat urea result was 35 mg/dl. The patient's initial creatinine result was 1.49 mg/dl with a data flag. The patient's repeat creatinine result was 0.79 mg/dl. The patient's initial creatinine kinase result was 299 u/l with a data flag. The patient's repeat creatinine kinase result was 175 u/l. The patient's initial cholesterol result was 397 mg/dl with a data flag. The patient's repeat cholesterol result was 206 mg/dl. The patient's initial calcium result was 3.77 mmol/l with a data flag. The patient's repeat calcium result was 2.39 mmol/l. The patient's initial uric acid result was 11.7 mg/dl with a data flag. The patient's repeat uric acid result was 7.5 mg/dl. The patient's initial na result was 156 mmol/l with a data flag. The patient's repeat na result was 137 mmol/l. The patient's initial k result was 5.07 mmol/l with a data flag. The patient's repeat k result was 4.50 mmol/l. The patient's initial cl result was 119 mmol/l with a data flag. The patient's repeat chloride result was 103 mmol/l. The c-reactive protein reagent lot number was 59783301 with an expiration date requested but not provided. The glucose reagent lot number was 60356401 with an expiration date requested but not provided. The gtt reagent lot number was 61046601 with an expiration date requested but not provided. The total bilirubin reagent lot number was 54853701 with an expiration date requested but not provided. The urea reagent lot number was 57953701 with an expiration date requested but not provided. The creatinine reagent lot number was 62066601 with an expiration date requested but not provided. The creatinine kinase reagent lot number was 61098301 with an expiration date requested but not provided. The cholesterol reagent lot number was 59635701 with an expiration date requested but not provided. The calcium reagent lot number was 62349501 with an expiration date requested but not provided. The uric acid reagent lot number was 539637 with an expiration date requested but not provided. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
After measurements, the customer visually inspected the patient's sample and reported the sample was clear with no impurities or clots. The customer reported that other patient samples were not affected. The field service engineer checked the probes and verified the probes were clean. The investigation reviewed the provided qc and calibration results and confirmed the results were within the acceptable range. The investigation reviewed the error message files and did not find any level detection or clotting issues. The investigation is ongoing.

Manufacturer narrative:
The investigation determined a general reagent issue could be excluded. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.